Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set leaked, further reported as a "leak at the main body and the twist sleeve." This occurred during peritoneal dialysis therapy. The transfer set was in use for five (5) months. The transfer set was replaced and no further issues were noted. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.